Event description:
Consumer got out of bed to get into her chair and it wouldn't move. She tried to walk to the bathroom, but fell and was unable to reach anyone and laid on the floor all night for 10 hours. The consumer sustained abrasions on her knees and tailbone. No medical intervention.dealer replaced the joystick and the chair is fixed.